Manufacturer narrative:
One device was returned for repair of damaged bolus port. Investigation found the upstream occlusion (uso) seal was cut. This is a reportable malfunction that could cause an interruption of therapy. No relevant information was found in the event log and the device had not previously been received for service. Visual inspection found the lemo connector in was missing and the uso seal is cut. The uso seal and the lemo connector were replaced. The device passed testing post repair.

Event description:
One device was returned for repair with complaint of damaged bolus port. Analysis of device found a cut upstream occlusion (uso) seal. A cut uso is a reportable malfunction that could cause an interruption of therapy and is a reportable malfunction. The event happened during testing and there was no patient involvement.